Event description:
The customer's mother reported on (B)(6) 2014 her daughter's blood glucose and insulin history. She stated that cannula had come out and it was lying flat on top of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.